Event description:
It was reported during the implant procedure that there was blood in the header which caused atrial oversensing. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection of the device revealed damage to the grommets.